Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. No catheter was returned.

Event description:
It was reported that a healthcare provider did not get return form cap during dye study. It was noted that x-ray did not show any issue. It was reported that the patient ordered to have a pump revision. It was noted that once catheter pocket was open in back, it showed the catheter was broken. It was reported that the catheter was replaced. It was noted that the patient¿s status after the device was removed was recovered without sequelae. It was indicated that it was therapy-related and occluded was selected on the return paperwork. It was reported that a rotor study and dye study were performed. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.